Event description:
On in 2005, approximately one and one half years after implant surgery, the audiologist reported that she had determined that there were several open circuit electrodes in the patient's electrodes array. On 2005 the open circuit electrodes were confirmed using the appropriate diagnostic equipment. The faulty electrodes were deactivated in the patient's program and the patient continued to use the device successfully. In 2005 diagnostic test suggested that two additional electrodes were open circuit. 4 days later the audiologist reported that the patient's device would be explanted and a new device reimplanted on october 5, 2005.